Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics for a low blood glucose reading of 29 mg/dl. The customer stated that her doctor changed the basal rates about two weeks prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and self tests. Nothing further was reported.